Manufacturer narrative:
The technician found the roll pin that secures the connecting rod to the torque tube was broken. The technician replaced the roll pin to repair the bed.

Event description:
The technician found the brake will engage from the foot end of the bed, but will not hold.